Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be confirmed through the event history lot nor reproduced during evaluation. The device was returned to the customer.

Event description:
It was reported that a pump does not recognize a closed door. It was also reported that there was no patient involvement.